Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for bd vacutainer® c&s boric acid kit sodium borate/formate with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. ¿based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint."

Event description:
It was reported that bd vacutainer® c&s boric acid kit sodium borate/formate was open and not sterile. No serious injury or medical intervention.